Event description:
It was reported that during a lap adrenal procedure, the device jaws got locked on vessel. The jaws were able to be opened. They opened up another device to assist in removing the first one. No trauma to the tissue was noted. There was no pt consequence noted. The device will not be returned.